Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump belt clip broke and would like to have it replaced. Customer also indicated that they were in the hospital last year for high blood glucose due to pump being incorrectly programmed. Customer did not indicate the high blood glucose level or if they were actually admitted to the hospital. Troubleshooting requested additional information regarding the high blood glucose but customer was unable to provide this.